Event description:
Postop follow-up visit, patient complained of pain and x-rays showed the implanted prodisc-l at l5-s1, migrating anteriorly. Reportedly, patient did not fall. X-rays taken the date of implantation showed proper placement. Prodisc-l was removed. This is one of three reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.